Manufacturer narrative:
Further investigations were performed on the patient sample. An interfering factor against the streptavidin component of the reagent has been confirmed within the sample, which affects elecsys ft3 iii assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem could not be found.

Manufacturer narrative:
The sample was requested for investigation. This investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient with the cobas e 801 module serial number (B)(4). The customer reported the ft3 iii result to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, a cobas e602 module, an e411 immunoassay analyzer, and a siemens centaur. The investigation site e801 module serial number was (B)(4). The investigation site e602 module serial number was (B)(4). The investigation site e411 serial number was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation site was 510082 with an expiration date of 28-feb-2022. The ft3 iii reagent lot number used with the e411 and the e602 at the investigation site was 507838 with an expiration date of 31-oct-2021.